Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the scrdrivershaft-hex (part # 314.030-us, lot #l512111) was received for analysis. Upon visual inspection, the distal tip of the device was observed to be stripped and twisted, confirming the complaint condition. Dimensional inspection: the complaint relevant dimension cannot be measured without the destruction of the device. Therefore, a dimensional inspection was not performed. Document/specification review: the relevant drawing was reviewed. Conclusion: the complaint condition was confirmed for the scrdrivershaft-hex (part # 314.030-us, lot #l512111) as the tip of the device was stripped and twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part #: 314.030, lot #: l512111, manufacturing site: hagendorf, release to warehouse date: 06 sep 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 during a trauma procedure, the 2.5mm screwdriver was stripping. Another screwdriver was used to complete the case. The procedure was completed successfully with out delay. This report is for one (1) small hexagonal screwdriver shaft. This is report 1 of 1 for (B)(4).